Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on yesterday with blood glucose of 448 mg/dl and insulin pump was not working. The customer's mother reported that bolus did not appear in history. The customer's mother report they did not allege insulin pump was under delivering. The customer's mother reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with insulin drip, potassium and saline. The customer's mother performing displacement test and test was passed. The customer's mother reported that they feel ok to troubleshooting. The insulin pump will be returned for analysis.